Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken, error b31 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken, error b32 occurs and therefore no image is displayed the most probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had no picture. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.